Event description:
Company representative received an email from patient stating "hello, I had implants put in 15 years ago," they were "texture saline and had a recall." The implants caused severe pain and stage 4 capsular contraction." Patient additionally reported "insecurities. I had foggy brain for the last several years" not device related. This record is for the left side. The device has been replaced.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "texture saline and had a recall. The implants caused sever pain and stage 4 capsular contraction."